Event description:
It was reported that pump displayed malfunction code 24 with associated fault ID and could not be reset, and no notable events occurred prior to malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider regarding backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, and instructed customer to place malfunctioning pump in storage mode and return it within 10 days using provided materials, then program pump settings and reconnect continuous glucose monitor on replacement device.